Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated on 10/31/2014 with the following findings: the cartridge compartment was found to be damaged. Unrelated to the original complaint, the ok button had intermittent response. The keypad cover was removed for investigation and revealed evidence of contamination under the ok button contact.